Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was sparking. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not present during the event, but the scrub staff suspects the tip protector may have not been fully secured when used the instrument. The mcs tip cover accessory was taken off and thrown away.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was tested on an in-house system. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing and electrical continuity test in various grip orientations. It also passed cutting tests. The instrument was fully functional. No sparking or arcing was observed on this instrument.